Event description:
Per the clinic, the device was implanted in the vestibule. Subsequently on (B)(6) 2015 the device was explanted and the patient was re-implanted with a new device.

Manufacturer narrative:
This report filed july 8, 2016.